Event description:
A review of a (B)(6) male pt's download revealed service code 102 (charge profile fault). Zoll customer support contacted the pt and discovered the pt was recently implanted with an ICD and wanted to officially end use.

Manufacturer narrative:
Device eval summary: upon review of service data a reportable event was discovered. Servicing of monitor (B)(4) revealed broken solder connections on capacitors c21 and c22 on the high voltage board. The root cause of the fractured solder connections cannot be positively determined but was likely the result of mechanical fatigue of the joints. No adverse event resulted from the faulty solder connections. The pt ended use without reporting any deficiencies.